Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2015 with the following findings: on investigation, the pump powered up to a dim verify screen with reddish contrast. The auditory and vibratory features were operational. The keypad cover was missing from the pump. All the buttons responded properly and no contamination was found under the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was discolored. This report is made based on the results of investigation completed on 08/20/2015.